Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a lithotripsy procedure performed on (B)(6) 2021. During preparation, it was found that the stent shaft was broken. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted the stent shaft was detached. Moreover, it was observed that one side port hole of the renal was coil kinked. Additionally, the suture and positioner were not returned. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that device has their shaft detached and one side port hole of the renal coil was kinked. Additionally, their suture was not returned, indicating that it was removed, and stent was used. Therefore, according to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before the usage could have caused the detachment that was observed. For the kink, it is most likely that the issue was caused due to there was an excess of force applied to the device when it was tried to be inserted over the guide wire, such as the handling of the device during the setting up. Consequently, affect the performance of the device. Therefore, the most probable cause of those failures is adverse event related to procedure since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a lithotripsy procedure performed on (B)(6) 2021. During preparation, it was found that the stent shaft was broken. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent shaft was broken.